Event description:
On 08oct2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported issue. The patient had a quinton double cuffed. Curled pd catheter. On (B)(6) 2012, the patient had a peritoneal effluent and exit site culture performed. The peritoneal effluent culture result was positive for candida. The exit site culture was negative. The patient was diagnosed with fungal peritonitis at this time. The pdrn stated the pd catheter caused the peritonitis. The patient was treated with oral fluconazole. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).